Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the patient experienced elevated blood glucose (bg) measuring 37 mmol/l. The reporter stated the hyperglycemia was related to the pump emitting a call service alarm that could not be cleared during the prime/fill cannula process with the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy when a call service alarm was not able to be cleared from the pump.

Manufacturer narrative:
Follow up #1 submitted: 07/15/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed several call service alarm records recorded with high force due to occlusion during priming the pump. The total daily dose added up to equal the programmed basal target. The pump was exercised for 29 hours with no errors, alarms or warnings. The pump was determined to be operating within the required specifications without malfunction. Investigation was unable to duplicate the reported issue. Unrelated to the original complaint, the display was noted to be dim and discolored.